Event description:
It was reported that the patient was in clinic to receive an MRI. While attempting to program 'surescan' mode on the device, the program button would not highlight to allow the function to be carried out. A second attempt was made and the 'surescan' mode still could not be programmed. Upon the third attempt, the clinician was able to successfully program the 'surescan' on and the patient successfully had the MRI, and was returned to preprogrammed device settings and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.